Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. A66883) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included palpitations, acute stress reaction, panic disorder and agoraphobia. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("bleeding (vaginal)"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: rash"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain lower back area"), anxiety ("anxiety") and allergy to metals ("nickel allergy"). The patient was treated with surgery (unilateral salpingectomy- right salpingectomy). At the time of the report, the pelvic pain and back pain was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, depression, dysmenorrhoea, dyspareunia and anxiety outcome was unknown and the rash and allergy to metals had resolved. The reporter considered allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: lot number reporter information, patient details, other relevant history, product information, concomitant drug and events- bleeding (vaginal), menorrhagia, allergic or hypersensitivity reaction type: allergic, psychological or psychiatric problems condition: depression, rashes or skin conditions type: rash, rashes or skin conditions type: rash, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain lower back area, anxiety, nickel allergy were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure (batch no. A66883-not valid, a66683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure device did have a bend distally". The patient's medical history included menstrual disorder, urinary incontinence, low back pain, spotting vaginal, type 1 diabetes mellitus, ectopic pregnancy (left fallopian tube removed), gravida ii, parity 2, right lower quadrant pain, gravida ii, hypertension, depression, adnexa uteri tenderness and paratubal cyst. Concurrent conditions included palpitations since 2017, acute stress reaction since 2015, agoraphobia since 2015, paratubal cyst since 2015 and panic disorder. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013, paracetamol (acetaminophen) since 2013 and tramadol since 2013. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: depression and anxiety") and anxiety ("anxiety/psychological or psychiatric problems condition: depression and anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("bleeding (vaginal)"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), rash ("rashes or skin conditions type: rash"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain lower back area"), allergy to metals ("nickel allergy") and post procedural complication ("post removal complications"). The patient was treated with citalopram and surgery (unilateral salpingectomy- right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, rash, back pain and allergy to metals had resolved and the depression, dysmenorrhoea, dyspareunia, anxiety and post procedural complication outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, post procedural complication, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Trailing coils: right tube: 2 ultrasound showed that essure was puncturing her right tube. There was no perforation of the tube. The right tube appeared grossly normal without any perforation. Left fallopian tube removed due to ectopic pregnancy prior to essure insertion. Lot number reported (a66883) is not valid. Most recent follow-up information incorporated above includes: on 31-mar-2021: mr received. Reporter information, patient medical history, event: essure device did have a bend distally, rcc added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure (batch no. A66883-not valid, a66683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure device did have a bend distally". The patient's medical history included menstrual disorder, urinary incontinence, low back pain, spotting vaginal, type 1 diabetes mellitus, ectopic pregnancy (left fallopian tube removed), gravida ii, parity 2, right lower quadrant pain, gravida ii, hypertension, depression, adnexa uteri tenderness and paratubal cyst. Concurrent conditions included palpitations since 2017, acute stress reaction since 2015, agoraphobia since 2015, paratubal cyst since 2015 and panic disorder. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013, paracetamol (acetaminophen) since 2013 and tramadol since 2013. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: depression and anxiety") and anxiety ("anxiety/psychological or psychiatric problems condition: depression and anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("bleeding (vaginal)"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), rash ("rashes or skin conditions type: rash"), back pain ("pain lower back area") and post procedural complication ("post removal complications"). The patient was treated with citalopram and surgery (unilateral salpingectomy- right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, rash and back pain had resolved and the dysmenorrhoea, dyspareunia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, post procedural complication, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Trailing coils: right tube: 2 ultrasound showed that essure was puncturing her right tube. There was no perforation of the tube. The right tube appeared grossly normal without any perforation. Left fallopian tube removed due to ectopic pregnancy prior to essure insertion. The lot number reported (a66883) is not valid. Lot number: a66683 manufacturing date: 2012/11 expiration date: 2015/11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure (batch no. A66883) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included palpitations since 2017, acute stress reaction since 2015, agoraphobia since 2015, paratubal cyst since 2015 and panic disorder. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013, paracetamol (acetaminophen) since 2013 and tramadol since 2013. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: depression and anxiety") and anxiety ("anxiety/psychological or psychiatric problems condition: depression and anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("bleeding (vaginal)"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), rash ("rashes or skin conditions type: rash"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain lower back area"), allergy to metals ("nickel allergy") and post procedural complication ("post removal complications"). The patient was treated with citalopram and surgery (unilateral salpingectomy- right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, rash, back pain and allergy to metals had resolved and the depression, dysmenorrhoea, dyspareunia, anxiety and post procedural complication outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, post procedural complication, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received outcome of events" allergy and bleeding" were updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure (batch no. A66883-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included palpitations since 2017, acute stress reaction since 2015, agoraphobia since 2015, paratubal cyst since 2015 and panic disorder. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015, medroxyprogesterone acetate (depo provera) from 21-feb-2013 to 6-aug-2013, paracetamol (acetaminophen) since 2013 and tramadol since 2013. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: depression and anxiety") and anxiety ("anxiety/psychological or psychiatric problems condition: depression and anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("bleeding (vaginal)"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), rash ("rashes or skin conditions type: rash"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain lower back area"), allergy to metals ("nickel allergy") and post procedural complication ("post removal complications"). The patient was treated with citalopram and surgery (unilateral salpingectomy- right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, rash, back pain and allergy to metals had resolved and the depression, dysmenorrhoea, dyspareunia, anxiety and post procedural complication outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, post procedural complication, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding lot number reported (a66883) is invalid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure (batch no. A66883-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included palpitations since 2017, acute stress reaction since 2015, agoraphobia since 2015, paratubal cyst since 2015 and panic disorder. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate; dexamfetamine sulfate (adderall) since 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013, paracetamol (acetaminophen) since 2013 and tramadol since 2013. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: depression and anxiety") and anxiety ("anxiety/psychological or psychiatric problems condition: depression and anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("bleeding (vaginal)"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), rash ("rashes or skin conditions type: rash"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain lower back area"), allergy to metals ("nickel allergy") and post procedural complication ("post removal complications"). The patient was treated with citalopram and surgery (unilateral salpingectomy- right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, rash, back pain and allergy to metals had resolved and the depression, dysmenorrhoea, dyspareunia, anxiety and post procedural complication outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, post procedural complication, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure (batch no. A66883) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included palpitations since 2017, acute stress reaction since 2015, agoraphobia since 2015, paratubal cyst since 2015 and panic disorder. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2013, paracetamol (acetaminophen) since 2013 and tramadol since 2013. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: depression and anxiety") and anxiety ("anxiety/psychological or psychiatric problems condition: depression and anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("bleeding (vaginal)"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), rash ("rashes or skin conditions type: rash"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain lower back area"), allergy to metals ("nickel allergy") and post procedural complication ("post removal complications"). The patient was treated with citalopram and surgery (unilateral salpingectomy- right salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, rash, back pain and allergy to metals had resolved and the vaginal haemorrhage, menorrhagia, hypersensitivity, depression, dysmenorrhoea, dyspareunia, anxiety and post procedural complication outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, post procedural complication, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Event: post removal complications added. Events outcome were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (right salpingectomy). At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.